Event description:
The pt tested blood glucose on the suspect device at 8am and it was 489 mg/dl. Pt took 10 units of insulin, tested 2 hours later on the suspect device and it was 80 mg/dl. Pt ate maple syrup and a granola bar. Pt went to the store and passed out. The ambulance was called and pt was given an IV and taken to the hospital.